Event description:
The site reported that a foley balloon leaked while inside the pt after the treatment had started. Physician did not replace the probe and elected to complete the pt treatment. Catheter discarded following procedure. No pt injury was reported. This event is being reported as a similar event could result in a serious injury.